Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (pta) procedure, a balloon rupture occurred. The 100% stenotic lesion was located in the superficial femoral artery (sfa). The level of calcification and degree of vessel tortuousity is unknown. The sterling over the wire 6.0mm x 100mm x 135cm balloon catheter was advanced to the lesion, inflated and ruptured. The number of inflations and to what atms is unknown. There were no patient injuries or complications. The patient's status was reported as "good".